Manufacturer narrative:
On february 25 2021 additional information received indicated that the patient scheduled for bilateral replacements with high profile mentor gel implants on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample determined that the sm mod classic gel, 360cc breast implant was found to be ruptured, it was received in two pieces. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 8, 2021 additional information received indicated that the patient scheduled for explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 9, 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On april 17, 2021 mentor became aware that unintentionally missed reporting the following in initial report: the targeted ultrasound was performed in the areas of bilateral breast pain. Finding was right sided small internal cysts measures 1.1 x 0.1 x 0.9 cm, with an appearance suggestive of fat necrosis. Left breast: areas of pain in the left breast were imaged. At 5:30, 4 cm from the nipple, there is an island of echogenic tissue at the site of pain, without associated discrete mass. The left breast was also scanned in the upper outer, lower outer, upper inner and lower inner quadrants, without other sonographic abnormalities are seen. This report relates to the left side. Manufacturer¿s reference number: (B)(4). The ultrasound examinations showed no abnormalities on the left side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 360cc on the left side, and 385cc on the right side silicone prosthesis experienced bilateral rupture post procedure. The ultrasound and MRI examinations confirmed the ruptures. The report indicates that the patient has been having pain. Both sides are ruptured. The patient doesn't know how this happened because she has been in bed the last two years pending a back surgery. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement with high profile mentor gel implants indicated. This report relates to the left prosthesis.